Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he drank a drink and it caused high blood glucose levels. The customer's blood glucose reading was 600 mg/dl. The customer eventually treated with the insulin pump. The insulin pump was not replaced or returned for analysis.